Event description:
A customer reported the laser unit restarts on its own. The laser will cycle on/off when powered on and never completely starts. The display screen showed discernible verbiage. Another laser was borrowed to complete the cases. There was no pt involvement.

Manufacturer narrative:
A company service representative examined the system and was able to replicate the reported problem. The power supply was replaced and sent in for in-house eval. The system was then tested and met all product specifications. The replaced power supply has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).